Event description:
It was reported that during an unknown procedure, the jaw of the device could not be closed after closing the closing trigger. Changed another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged firing trigger teeth, damaged yoke teeth. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lobe of the lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No existing staple line. Were any unexpected noises heard? If so, when? Unexpected noise heard when closing. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was received in good visual condition and without a reload present. The clamping and the firing mechanism were noted to be damaged. No functional test was performed due to the condition of the device; the device was disassembled to verify the condition of the internal components; the yoke teeth and firing trigger teeth were found broken. Although no conclusion could be reached as to how the yoke teeth and firing trigger teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.